Event description:
Customer reported with an issue of video defective image, partially blacked out. The issue occurred during an unknown event. There was no patient harm , no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted there was no abnormality in the appearance. Further inspection noted power does not turn on, power switch breakage and crack in bezel plate observed . Based on evaluation findings the power does not turn on due to g1 board failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to clarify information based on the approved final investigation. The customer's complaint of device blackout was not confirmed.